Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings: the keypad was found to be torn off at the top. The down arrow and ok keys were found to be intermittently unresponsive and the up arrow key was unresponsive. The keypad rubber cover was removed and evidence of moisture damage was found around the up arrow, down arrow, and ok button contacts. Evaluation revealed that the display screen was dim and discolored. Evaluation also revealed that the battery compartment was cracked. Unrelated to the these issues, the contrast button contact was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the down arrow and ok keys were intermittently unresponsive and the up arrow key was unresponsive. There was evidence of moisture damage found around the up arrow, down arrow, and ok button contacts. Evaluation also revealed that the display screen was dim and discolored and the battery compartment was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/04/2014.